Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on the patient. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole was observed on the pebax with reddish material inside. This was assessed as MDR reportable with an awareness date of 08-aug-2025.

Manufacturer narrative:
The thermocool smarttouch sf device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the pebax. The device was connected to the carto 3 system, and it was recognized and visualized. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31575419l number, and no internal action was found during the review. The blood residues inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).